Event description:
Engineering investigation has determined the source wire location in the ring of the ring & tandem applicator set may not be positioned as intended according to the dose delivery plan. Due to a snaking effect of the source wire in the round ring, the planned dwell positions may be off by more than 2mm. In accordance with medical electrical equipment standard requirements, the position of the source within the source applicator may be greater than 2mm, and therefore information will be supplied in the accompanying documentation for the user. There have been no reports of injury related to this issue to date. Investigation has determined in a worse case scenario the positioning difference could lead to a marginal patient risk which could result in minor injury or illness resulting in need for routine, non-emergency medical attention. The positioning of the source wire could lead to a higher than planned dose to surrounding critical structures.